Event description:
It was first reported that the patient presented in clinic for follow-up. The patient's pacemaker was found in backup operation. Prior to event, the patient was shocked by an electrical outlet. The pacemaker was restored successfully. The patient condition was stable.